Event description:
The customer contacted baxter's service center regarding a check supply line alarm, which occurred on the homechoice (hc) during last fill. Per the home patient (hp) they swapped the supply bag with the heater bag and the hc was still alarming with check supply line. The technical service representative (tsr) explained the alarm and helped the hp end therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance has made multiple attempts to reach the registered nurse (rn) and hp regarding this incident.

Manufacturer narrative:
(B)(4). This complaint is for a use error, reuse of supplies was confirmed. The cause was undetermined. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.